Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source . The following literature cite has been reviewed: ¿endoscopic transaxillary capsulectomy with immediate reimplantation performed as a single-operator outpatient procedure¿ (pmid: 32674909) objective/methods/study data: this retrospective study included patients with diagnosis of capsular contracture underwent endoscopic transaxillary capsulectomy with immediate reimplantation between january 1, 2013 and december 31, 2017. A total of 42 patients with a mean age of 36 years were included. Total capsulectomy was performed on four (10%) patients for previous subglandular augmentation, and anterior capsulectomy was performed on 38 (91%) patients for previous submuscular augmentation. Individual cases of capsular contracture which were presented separately in the article: 1. 33 y.o. Female, with round smooth saline l/r: 150/150 developed capsular contracture bg-unk in both breasts, replacement with new gel implants. 2. 47y.o. Female, round smooth gel l/r: 304/304, bilateral capsular contracture bg-unk, replacement with new gel devices. 3. 35y.o. Female, round smooth saline, bilateral capsular contracture bg-unk, replacement with new gel devices. 4. 32y.o. Female, round smooth gel, bilateral capsular contracture bg-unk, replacement with new gel devices. This medwatch report is for the left breast prosthesis for the 33-year-old patient implanted with smooth saline mentor breast prostheses.